Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the deployment starting point was at the bottom of pigtail. During the first deployment, the valve dislodged ventricular in co-planer view. During the second deployment attempt, the valve dislodged aortic at 80% after checking in co-planer view. It was noted that both attempts were positioned well at 3-4 millimeter (mm) depth. A non-medtronic guidewire (safari) was used.

Manufacturer narrative:
Updated data: b5 section d references the main component of the system. Other medical products in use during the event include: product type: guidewire; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: evolutfx-29; serial #: (B)(6) ubd: 2026-02-04; UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this 29 mm transcatheter bioprosthetic valve, two deployment attempts at 80% were made, but the valve was unstable and would not stay in position. The valve was recaptured and withdrawn from the patient. Subsequently, a 34 mm valve was implanted. No adverse patient effects were reported.